Event description:
A recall for this issue was initiated on (B)(4) 2015. Machine slipped and struck a patient. The patient, an adult female, had some bruises but believed she was fine.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).